Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the units involved with this complaint and completed the device evaluations. The investigation results are as follows: the reported failure could not be reproduced in neither the head sensor receiver or the head sensor transmitter. Both units were installed in a test system and passed testing. Furthermore, the units were left in burn in overnight and no issues were observed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, as the surgeon attempted to take control of the instruments, a head sensor blocked message was observed. The intuitive surgical, inc. (Isi) technical support instructed the customer to clean the sensors and to ensure nothing was blocking the sensor, however, the issue persisted. The surgeon made the decision to complete the planned surgical procedure using a replacement surgeon side cart (ssc). There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the head sensor transmitter and head sensor receiver to resolve the issue. The head sensor transmitter and the head sensor receiver are located in the hrsv which provides the video image for the ssc.